Event description:
It was reported that a trial patella button was found in a patient¿s knee about 9 months after surgery. The patient kept complaining about knee pain, so the doctor decided to do an endoscopy. During this surgery it is reported that they found out that the trial patella button that was used during the total knee replacement, was still inside the patient¿s knee. This had not been seen on any x-rays that were taken, because the trial patella button is made out of plastic material only.

Manufacturer narrative:
The reported event indicates the surgeon did not remove the patella trial from patient. Based on the provided information, the product reported in this investigation did not contribute to the event. The event is considered off-label. Qin 4333, IFU for non-sterile instruments, indicates "trial components should be used for size determination, preparation evaluation, trial reduction and range of motion evaluation, thus helping to preserve the integrity of the actual implants and their sterile packaging." The trials are not meant for implantation. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that a trial patella button was found in a patient's knee about 9 months after surgery. The patient kept complaining about knee pain, so the doctor decided to do an endoscopy. During this surgery it is reported that they found out that the trial patella button that was used during the total knee replacement, was still inside the patient's knee. This had not been seen on any x-rays that were taken, because the trial patella button is made out of plastic material only.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown scorpio c-dome patella. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned to manufacturer.